Event description:
It was reported via voluntary medwatch that the patient presented with intermittent capture and increased capture threshold exhibited on the left ventricular (lv) lead. The lv lead was repaired via unspecified method. Further information was not provided.